Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was not reported outside of the laboratory. The initial troponin t hs stat result was 7.3 pg/ml. The sample was repeated twice with results of 156.6 pg/ml and 156.2 pg/ml. The customer reported a result of 157 pg/ml outside of the laboratory. This result was believed to be correct. No adverse event occurred. The troponin t hs stat reagent lot number was 18260301 with an expiration date of 04/30/2016. Calibration results were acceptable. It was noted that the low level quality controls showed a large scatter.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.the field service representative visited the customer site and performed several service actions. After this visit and associated actions, no further issues were reported.